Event description:
It was reported that the programmer could not run threshold or wavelet tests to check the lead sensing and threshold. The programmer was changed to complete the follow-up. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the programmer had intermittent slow telemetry issues causing the inability to run wavelet and threshold tests. A hard drive issue was noted.